Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj.) Amikacin (stat dose of 250 milligram (mg) and then 125 mg, once daily, intraperitoneally (ip), duration not reported) and inj. Fortum (1 gram, ip, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.